Event description:
It was reported that a few hours after the pulse generator was implanted, the patient flat lined. Surface strips revealed intermittent failure to capture in the ventricle. The patient had a slow escape rhythm and was not symptomatic. The device was reprogrammed but intermittent failure to capture was still noted. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found an is-1 seal stuck inside the ventricular bore. The blockage prevented proper lead insertion and tightening in the ventricular channel, potentially causing the intermittent contact and likely contributing to the capture anomaly.